Event description:
It was reported that a person using an ilet experienced hyperglycemia with a reported blood glucose of 400 mg/dl, and the caller was advised to replace diabetes supplies and move the infusion set, with troubleshooting and education completed. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond user-directed troubleshooting, and no hospitalization. Investigation included a complaint review and technical support troubleshooting with user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was user-manageable with supply replacement and site change, with no further action indicated at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.